Manufacturer narrative:
(B)(4). Summary: the device returned for evaluation with no damage in the external components. The provided device was activated manually and straps were delivered properly. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident. The device functioned as expected. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. During the procedure, the device was fired three times and the straps would not pierce tissue. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported. Additional information has been requested.